Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Depuy orthopaedics is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy orthopaedics has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy orthopaedics or its employees that the report constitutes an admission that the device, depuy orthopaedics, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the surgery, it was found that the insert could not be locked. Another device was used to complete the surgery. There were no adverse consequences to the patient. There was no surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, ¿could not lock the insert. It was reported that during the surgery, it was found that the insert could not be locked. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.¿ the product returned to medtech orthopaedics for evaluation. The medtech orthopaedics team conducted a visual inspection of the returned device. Visual inspection of the returned attune ps fb insrt sz 6 5mm revealed that the tab of the locking mechanism was found bent. Additionally, the posterior grooves that are designed to slide into the locking feature of the mating tibial tray were found delaminated. The mating tibial tray component was not returned; therefore, a functional test was not able to be performed. However, due to the visual damage observed, the difficulty/inability to assemble mating devices can be confirmed. The attune knee system surgical technique (dsus/jrc/0316/1437 rev. K) advises on pages 79-80, ¿for fixed bearing tibial components, angle the tibial insert posteriorly and slide the posterior tabs into the posterior undercuts of the tibial base. The fixed bearing tibial insert is impacted into place on the tibial base, using the fixed bearing insert impactor. Position an impactor at approximately 60 degrees on the insert so that the notch rests on the anterior edge of the center of the insert. Use a mallet to strike the fixed bearing insert impactor.¿ following these steps will successfully locking the insert into the base as intended. The observed damaged condition suggests the posterior grooves on the underside of the tibial insert were not properly aligned with the undercut locking features of the tibial base. This would contribute to the difficulty/inability to mate the insert with the tibial component following multiple insertion attempts. A manufacturing record evaluation was performed for the finished device [151640605 / m44j30] number, and no non-conformances / manufacturing irregularities were identified during manufacturing. The overall complaint was confirmed as the observed condition of the attune ps fb insrt sz 6 5mm would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device [151640605 / m44j30] number, and no non-conformances / manufacturing irregularities were identified during manufacturing. Device history review: a manufacturing record evaluation was performed for the finished device [151640605 / m44j30] number, and no non-conformances / manufacturing irregularities were identified during manufacturing.